Event description:
Additional information was received from a health care professional (hcp) on (B)(6) 2015 that stated that they reviewed the reports, finding only an x-ray from (B)(6) 2015 of the thoracic spine. The x-ray indicated that the leads were in proper alignment, terminating at t-7 to t-8. There was no mention of the battery units or generators. The patient also had a spinal x-ray in (B)(6) 2015, and there was no mention of stimulator generators or batteries. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
It was reported the patient programmer was showing that one of the patient¿s implantable neurostimulators (ins) needed to be charged but the battery icon on the patient programmer showed the ins battery to be 1/4-1/2 full. The patient noticed the discrepancy between the patient programmer and the ins three weeks prior to the event. At the same time it was noticed that one of their leads was wrapped around one of the stimulators. The patient was receiving stimulation and pain relief from the left lead but not the right one since it was wrapped around the stimulator. The main reason for the call was to get compatibility guidelines for a lumbar MRI so their health care provider (hcp) could ¿see what the stimulators were doing¿ before putting in a paddle lead.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97792, serial # unknown, explanted: (B)(6) 2015, product type accessory; product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received from the consumer and an MRI technician reported that prior to the explant the patient¿s stimulators had moved together and were touching. It was noted that the left battery was explanted due to ¿bad leads¿ but this was clarified to mean that the leads were not MRI safe. After the batteries started touching, the right battery started zapping the patient whether the implant was turned on or off. The patient¿s back hurt. The battery had not been right since the two batteries started touching. The patient¿s last successful recharge of their device was in (B)(6) 2015 and at the time of the report they could not recharge their implantable neurostimulator (ins). The patient had tried charging their implant for a week. The patient was unable to charge past ½ even if they charged for 8 hours. The right battery never really worked right. The patient was getting an MRI of their cervical area. Previous information indicated that the patient's leads had wrapped around their stimulator. All further information regarding that issue and the patient's other stimulator will be reported under manufacturer report # 3004209178-2015-09045.